Event description:
Plaintiff was employed as a dialysis technician and physical rehabilitation assistant who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges development of a latex allergy.